Event description:
It is reported in the literature article titled "a single-operator learning curve analysis for the endoscopic sleeve gastroplasty", during an endoscopic sleeve gastroplasty (esg) using an olympus gif-h190, and olympus gif-2th180, one patient experienced a procedure related adverse event requiring medical intervention. This was a prospective case series analyzing 128 consecutive patients at a tertiary-care academic medical center who underwent esg performed by a single operator from august 2013 to december 2016. The aim of the study was to describe the learning curve for performing endoscopic sleeve gastroplasty (esg).the study concluded that mastery of esg by a single operator is suggested after sufficient endoscopic experience, and may help guide widespread clinical adaptability. All esg procedures described in this article followed a sequence of steps using an olympus gif-h190 upper endoscope, and an olympus gif-2th180 double channel therapeutic upper endoscope. All procedures were performed under general anesthesia. Prophylactic antibiotics were given pre-procedure. Antiemetics were given pre-procedure and post-procedure. There was no report of any olympus device malfunction in any of the procedures described in this article. One patient experienced peri-gastric leak requiring nonoperative management with a percutaneous drain and antibiotic therapy.